Event description:
Aspiration of air was seen while a catheter was inserted into the sheath. There was no patient injury.

Manufacturer narrative:
The returned device was tested and passed the inspection as per specification. The visual inspection showed that the shaft was intact with no apparent issues. The air ingress reported could not be reproduced. Many aspiration / injections performed without having air bubbles or leaks, the hemostatic valve was leak tight.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.